Event description:
Lead was replaced for high threshold and sensing anomaly. The patient returned at first post-op evaluation with evidence for cardiac tamponade. A chest CT scan and cine fluoro were both suggestive of perforation. CT showed replacement lead barely sticking through. It is believed that the tamponade was related to original lead having perforated. Hence, patient experienced two perforations.

Manufacturer narrative:
No medwatch form was received.